Event description:
The customer reported this lead was removed because of the high threshold readings. It was also reported there was an inadequate safety margin and diaphragmatic stimulation was present. A new lead was implanted. The device was actively implanted for approximately 2 years.

Manufacturer narrative:
The MFR does not have possession of the device. The MFR attempted to obtain the lead and any additional info by sending letters to the physician (on 10/23/2007 and 10/30/2007) but was not successful. As a result, the allegations against this lead cannot be confirmed. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature.